Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that probably about 6 months ago she started to notice the therapy wasn't working that well for her because her pain changed, so she stopped using ins. She said she is now trying to use ins again because she needs an MRI and they won't do it unless her device is in MRI mode. She said she can't get recharger to charge ins. Pt said recharger is full, but when she tried charging during the call, she got reposition antenna screen. Pt then tried programmer and got poor communication screen. Pt said she tried charging and wasn't able to "a while" ago, and clarified maybe 6 months ago, then tried again recently. Reviewed possible over discharge and redirected to healthcare provider to check ins. Patient stated the issue started probably a year ago, it was running out of the battery quick, all changes of programming were done by reps. Patient stated at present, she is dealing with compression of spine. Patient will be getting an appointment with hcp, patient stated not resolved. Patient stated they are meeting with their hcp to remove the implant as soon as possible.